Event description:
It was reported that multiple cartridge alarms occurred during the load sequence and insulin delivery. Reportedly, the customer reloaded the cartridge and resumed insulin therapy. The customer's blood glucose level was 160-169. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined to troubleshoot this issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.